Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly the patient was revised due to infection. Revision njr number: (B)(4). Side: l. Primary asa: p3- incapacitating systemic disease.